Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the meter has an issue where it will not display "apply blood" once the strip is inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.